Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issues began on (B)(6) 2014, around 12pm-1230pm. The patient reported blood glucose results of ¿65, over 200 and 179 mg/dl¿ with the subject meter, performed at unspecified times of each other. The patient also reported results of ¿179, 169 and 100 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with humulin r insulin (15 units) and humulin n insulin (20 units). The patient reportedly continued to administer her usual dose of medications. Within an hour after the start of the alleged issue, the patient claimed she felt symptoms of blurred vision, breathing hard and sweats. The patient did not specify any treatment received. It would have been helpful to know if the patient associated her reported symptoms to high blood glucose or low blood glucose and confirm what treatment she administered/ received for her alleged symptoms to abate. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/22/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.